Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown part/lot number combination. (B)(6). Demographics and risk factors of the 137 patients undergoing percutaneous interventions with arterial access from the groin using the 8-f angio-seal vip for arterial closure include: the 8-f fa access (76 patients total): males = 44; female = 32; mean age = 70.1 years (± 11.7 years); diabetes = 30 patients; hypertension = 63 patients; dyslipidemia = 57 patients; mean body mass index (bmi) = 27.8 (± 4.4); carotid intervention = 46 patients; abdominal aortic aneurysm (aaa) = 7 patients; visceral intervention = 4 patients; peripheral intervention = 19 patients. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production part number and lot number was not provided, which prevented a meaningful review of the device history record.

Event description:
Per literature review: the article entitled, single-center experience comparing the application of small-caliber versus large-caliber arterial access closure in a consecutive series of patients, j vasc radiol 2015; 26: 1285-1289, published in jvir, volume 26, number 9, september 2015. One (1) 6f sheath, type 1 complication. Details regarding the type 1 complication are unknown. Patient condition is unknown. None of the access site complications necessitated surgical repair. Procedure outcome is unknown. It is unknown if any equipment or other devices were used with the reported product.